Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01186. It was reported that shaft break occurred. The target lesion was located in the left main artery extending to the left anterior descending artery and left circumflex artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during advancing, the mid shaft was broken. The device was completely removed from the patient's body. A 4.50mmx12mm nc emerge® balloon catheter was advanced but the mid shaft was also broken during advancing into the patient's body. The device was completely removed and the procedure was successfully completed with an nc emerge® balloon catheter. No patient complications were reported and the patient's status was very good.